Manufacturer narrative:
Pump received not stuck in the manufacturing mode. Pump passed the self test and displacement test. However, hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, serial number label missing, end cap address label fading and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. The customer was able to rewind the insulin pump. The insulin pump was returned for analysis.